Event description:
Per the clinic, the patient experienced poor performance with the device and subsequently lead to not providing benefit and pain due to episodic pressure associated with the device. Re-programming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report.